Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she woke up with high blood glucose levels. The customer stated that she removed the reservoir from the insulin pump and noticed that insulin leaked from the reservoir. The customer reported a blood glucose reading of 349 mg/dl.